Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during stomach resection, a gas leak occurred. When the reload was removed from the port after the seventh firing, the upper seal of the port got peeled off together with the reload. Another port was used to complete the case. There was no patient injury.